Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve implanted for 12 years and 5 months, underwent redo aortic valve replacement due to heavily calcified fibrous tissue, degeneration with moderate stenosis and severe regurgitation. Patient presented with chf(nyha class ii, acc/aha stage c). A 21mm 8300ab was implanted in replacement. Disposition stable to ICU. There was no investigational evidence of premature failure of the device.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, b6, d4 expiration date and unique identifier (UDI) number, h4, h6 device code(s) and type of investigation. The subject device is not available for evaluation, as it was discarded with no images available. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Corrected data: based on new information received, this event is no longer considered reportable.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. At this time, the device has not been provided. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21 mm 3000tfx aortic valve implanted for 12 years and 5 months, underwent redo aortic valve replacement due to degeneration with moderate stenosis and severe regurgitation. Patient presented with chf(nyha class ii, acc/aha stage c). A 21 mm 8300ab was implanted in replacement. Complications coagulopathy. Disposition stable to ICU.

Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve implanted for 12 years and 5 months, underwent redo aortic valve replacement due to early failure probably secondary to patient prosthesis mismatch with heavily calcified fibrous tissue, degeneration with moderate stenosis and severe regurgitation. Patient presented with chf(nyha class ii, acc/aha stage c). A 21mm 8300ab was implanted in replacement. Disposition stable to ICU. Per the medical records: per md early failure secondary to p/p mismatch . The patient has a small annulus with 21mm valve. It is noted the patient may need annular enlargement to be able to place a an appropriate size valve and prevent size mismatch (patient is 300ib).

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, h6 component codes, device code(s), investigation findings, and investigation conclusions. Corrected data: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Through further investigation, it was determined that the root cause of this event was most likely due to procedural factors and patient factors. Based on new information received, this event considered reportable.